Event description:
The pt has two leads from the same lot number. It was reported the pt was unable to feel stimulation using some of her programs. The pt stated she experienced what she described as an "uncomfortable pinching sensation" with her favorite program. It was also reported the pt's perception amplitude had increased and the right lead was producing a pinching sensation in her right flank area and no longer across her back. Diagnostic testing revealed one of the contacts had invalid impedances. Reprogramming was able to achieve effective stimulation coverage. Follow-up information identified x-rays were taken and revealed the lead for the axial back pain had migrated down and both leads had coiled up under the ipg. The pt underwent a surgical procedure on (B)(6) 2013 where the leads were removed from under the ipg and were repositioned. The pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.